Manufacturer narrative:
Returned complaint samples and plant retains were tested and exceeded the minimum requirements for stud pull testing. No adverse trend was observed for this issue. 3m will continue to monitor.

Manufacturer narrative:
No information was provided. Reported lot # expiration date information requested. Waiting on this information. Reported lot # manufacture date information requested. Waiting on this information. Product samples were received for evaluation. Analysis is pending. A device history review (DHR) was requested for the reported lot #. A supplemental report will be sent upon returned product evaluation completion.

Event description:
A nurse manager reported that 3m¿ red dot¿ monitoring electrodes with foam tape and sticky gel, model 2570-5, are frequently getting stuck in the lead wires after they are used. Phillips¿ monitors and lead wires are used by the facility. The nurse manager reported the staff has been unable to remove the black portion of the red dot¿ electrodes from the leads, at times, and the 5 lead EKG wires are unusable.